Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45-48 mg/dl range, cause was unknown. Customer consumed carbohydrates to address bg. Additionally, it was reported that the customer experienced an elevated bg level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer administered a manual insulin injection and a correction bolus via the pump was delivered to address elevated blood glucose. Recommendation was made to consult with a healthcare provider to discuss diabetes management.